Manufacturer narrative:
A sample from the patient was provided for investigation. Investigations were able to confirm the results received by the customer. Investigations of the sample were able to conclude that the results obtained on the e601 analyzer are correctly positive.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
It was reported that the customer received erroneous results for one sample tested for igg antibodies to toxoplasma gondii (toxo igg) on an e601 analyzer. The values from the e601 analyzer were reported to the treating physician. The sample was tested twice on the e601, resulting as 60.7 iu/ml (positive) on (B)(6) 2016 and 60.6 iu/ml (positive) on (B)(6) 2015. The sample was repeated on an architect analyzer at another facility, were it resulted with a negative result. A specific value was not provided for the architect analyzer result. The patient was not adversely affected. The e601 analyzer serial number was asked for, but not provided.